Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, customer stated highest recorded value being 262 mg/dl. The customer had not taken any action to address the high blood glucose at the time of the report. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further malfunction codes appeared.